Manufacturer narrative:
Navigation worked fine until the vertek arm shifted positions intra-operatively because it wasn't tightened down all the way. Movement of vertek arm after going sterile (due to the user not tightening arm enough) caused inaccuracy. Software functioning as designed.

Event description:
A medtronic rep reported that while covering a (B)(6) case today the navigational accuracy became off intraoperatively by about a centimeter superficially, specifically lateral right. Pt was positioned lateral right up. Prior to this the surgeon's accuracy was very good and he had already used it to map out his flap and begin his procedure. The inaccuracy developed intraoperatively which meant something had shifted. He used it sparingly afterwards and eventually decided to discontinue navigation. No accuracy checkpoints were done. The rep stuck around to assess the vertek arm and mayfield pinning after the wound was closed and discovered that the vertek arm had not been tightened down enough. He was able to manipulate it with his hands which confirmed it had shifted medially when surgeon leaned on the cranial frame intraop. He then tested the vertek arm for proper function and found it to be in good working order when cranked down all the way. The case went on as he planned it and he said he was able to get a good resection without navigation. There was no impact to the pt.